Event description:
It was reported that the patient's bipolar rv pacing lead had decreasing bipolar pacing impedances, from 500 ohms down to low 200's/high 100's ohms since (B)(6)2009. Slight increase in the capture threshold measurements. The lead has been capped and replaced. Further report of low impedance on the right ventricular lead. It was further reported that there was no capture on the atrial lead. The lead was capped and replaced. It was also reported that during implant attempt of a new lead, there was positioning/fixation difficulty, no capture, and high threshold. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Downward trend in ventricular lead impedance. Dropped from an average impedance of 477 ohms on (B)(6)2009 down to 296 ohms on (B)(6)2010.